Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 7f guide system and non-boston scientific microcatheter were placed. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while attempting to retrieve the catheter, it got stuck in a previously placed stent within a coronary artery. To address the issue, the ivus catheter was cut at its proximal end, the imaging core inside was removed, and a 0.025-inch wire was inserted. Attempts to change the direction of the microcatheter by bringing it up to the guidewire exit port were unsuccessful. A guidezilla 6f was then used to change direction along the guidewire and the ivus catheter was able to be removed. The procedure was completed with another of the same device and no patient complications were reported.